Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was 301mg/dl to "high"; although specific value was not provided. Elevated blood glucose was addressed via manual injection. The customer will continue to use the current pump, but additionally has an alternative method of insulin therapy available if needed. A replacement pump was sent to the customer.